Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Evidence of clinical use and blood were observed. The silicone insulation on the hot jaw was charred. Insulation on the hot jaw was melted with cracks throughout the jaw . An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006799 rev a) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for "device remained activated" was unable to be confirmed but the as analyzed failure mode "melted insulation."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off after cauterizing. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Pa was harvesting gsv from the leg. He was halfway through the procedure. After cauterizing a branch with the hemapro device the hemapro would not shut off. He tried many different mechanisms such as opening and closing the jaw without improvement. He removed the hemopro and the hospital opened another hemopro device to finish the case with success.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off after cauterizing. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). Pa was harvesting gsv from the leg. He was halfway through the procedure. After cauterizing a branch with the hemapro device the hemapro would not shut off. He tried many different mechanisms such as opening and closing the jaw without improvement. He removed the hemopro and the hospital opened another hemapro device to finish the case with success.